Event description:
It was reported that the customer was hospitalized due to high blood glucose over 600mg/dl, and she was treated with manual injections. The mother reported that the customer was experiencing nausea, excessive thirst, and fatigue. Troubleshooting was declined as caller requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window cracked case and missing end cap sticker.